Manufacturer narrative:
Based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
Through implant patient registry and investigation, it was learned a 29mm 3300tfx valve in the aortic position, was explanted after an implant duration of five (5) years due to s. Sanguinis, s. Bovis, s. Gallolyticus endocarditis. The patient presented with heart failure. The explanted device was replaced with a 27mm 11500a valve. The patient was transferred to the ICU post procedure and discharged on pod # 6. Per pathology report, there is an explanted aortic valve that consists of one hard and calcified heart valve, appearing tan-pink and measuring 3.5 x 3 x 1.8 cm. There is vegetation on the specimen, consisting of multiple soft tan, white, and pink tissue fragments aggregating to 1.4 x 1.3 x 0.2 cm. There is pannus on the specimen, consisting of multiple soft tan and white tissue fragments aggregating to 2.4 x 2 x 0.6 cm.

Event description:
It was learned through implant patient registry that a 29mm 3300tfx aortic valve, implanted in the aortic position, was explanted after an implant duration of 5 years due to unknown reason. The explanted device was replaced with a 27mm 11500a aortic valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
H11: additional manufacturer narrative: surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.